Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing using a retained kit, a review of product quality history, and a review of product labeling. The ticket searches determined increased complaint activity for the likely cause lot for the issue under review. The complaint trending report review determined that there are non- statistical trends for the issue for the product, however no adverse trend was identified. Testing was performed using an in-house retained kit and all specifications were met, indicating the lot is preforming acceptably. A review of the product quality history for the lot did not identify issues associated with the customer observation. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Patient information: all available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated b-hcg initial result when processing on the architect i2000sr. The initial result was 855.4miu/ml and the retest was <1.2miu/ml. No impact to patient management was reported.